Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, stating their blood glucose was in the 400s, with no associated alerts or alarms reported and the cause unclear. Symptoms included elevated blood glucose. Outcomes included the need for additional follow-up to obtain event details. Investigation included collection of user-reported information and plans to obtain blood glucose questionnaire details. Investigation of this case revealed that the cause of the hyperglycemia was not determined based on the available information and no device malfunction or specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.